Event description:
It was reported that the patient arrived in the emergency room symptomatic (near syncope and dizzy). There was intermittent capture. The physician thought there might be a micro-dislodgement. Pacing thresholds were varying. Attempts to advance a stylet fully down the chronically implanted lead to reposition the lead were unsuccessful. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analayzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.